Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) (unspecified year/time). The patient informed the cca that she manages her diabetes with insulin (self-adjuster). Due to the alleged issue, the patient responded to eating less food/drink. A day after the alleged issue began, the patient reported having blurry vision. In spite of her symptom, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter, the battery required no replacement, and the alleged issue did not occur after removing or replacing the battery. The alleged issue was resolved. Replacement products were still sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195